Event description:
Patient presented for imaging of hip and lumbar spine. Mattress is so sticky, transferring the patient becomes very difficult and unsafe for the employee and painful for the patient. Transfer is difficult no matter what method of move assist is utilized. The mattress wants to travel with the patient upon transfer, but is velcroed to the stretcher so no movement occurs. Transfer requires a jerking movement, which results in unsafe body mechanics utilized. Patient cried out in pain because of the jerking movement. Once the patient was on the imaging table, I removed the mattress and requested a different one from the ER before moving the patient back onto stretcher.